Event description:
It was reported to baxter that a flogard pump had a damaged power cord. No patient involvement, injury or medical intervention was reported when this event was received. Additional information is not available.

Manufacturer narrative:
(B)(4). The customer reported problem of cord power damaged was confirmed by visual inspection. The power cord was replaced to resolve the issue. If additional relevant information is received a follow-up will be submitted.